Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections d4 and g4 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The DHR could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot# was not provided. D4: UDI: unknown, as the involved lot# was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory tech. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information: a deflation problem occurred involving the tr band. The procedure performed was a left heart catheterization. The blood loss was less than 250cc.